Event description:
It was reported that prior to implant the implantable pulse generator (ipg) could not be interrogated. There was speculation it was due to cold weather reset however once the device warmed up it still could not be interrogated. Multiple programmers were used with the same result. A new device was implanted with success. No patient complications have been reported as a result of this event.